Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited episodes of noise. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.